Event description:
Patient stated that she used aquoral one time after receiving it in march. She immediately felt her throat tightening and swelling. She took benadryl, which helped. She did not use aquoral again.